Manufacturer narrative:
Corrected data: device was retained by the hospital and will not be returned for evaluation. An event regarding disassociation involving an accolade stem was reported. The event was not confirmed. Method & results: the reported device was not returned for evaluation. A medical review was not performed because insufficient information was provided. The device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Retained by the hospital.

Event description:
The surgeon revised the left hip due to the head falling off of the stem. Intraoperatively, the trunnion had severe wear and damage. The cup that was removed was competitor product.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon revised the left hip due to the head falling off of the stem. Intraoperatively, the trunnion had severe wear and damage. The cup that was removed was competitor product.